Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately calcified right coronary artery. After a guidezilla guide extension catheter crossed the lesion, a 3.50x20 synergy drug eluting stent was advanced to treat the lesion. However, during procedure, the stent came into contact with the port of the guidezilla and became lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.